Event description:
It was reported that, on (B)(6) 2020 the cannula tip was missing in the optifix straight 15 count. There was no reported patient involvement or injury. Addendum: it was reported that the procedure was done on (B)(6) 2020. Another optifix device was used to complete the procedure.

Manufacturer narrative:
As reported, the optifix straight device is being returned for evaluation. However, at this time has not been received. Based on the information provided, no conclusion can be made at this time. A review of the manufacturing records was performed and found that the lot was manufactured to specification. To date, this is the only reported complaint from this manufacturing lot of (B)(4) released for distribution in november, 2019. The instructions-for-use supplied with the states: "prior to use, carefully examine package and product to verify neither is damaged and that all seals are intact. Care should be taken not to use excessive counterpressure as this may damage the distal tip of the device as well as the mesh and/or tissue." Addendum: h.11: this is an addendum to the initial emdr submitted to document the results of device evaluation and to report the corrected date of event. It was reported that during the procedure, the cannula tip was missing from the optifix straight device. Evaluation of the returned sample finds no missing / detached components at the distal tip of the cannula as reported. The barrel insert was attached and no was damage identified. Based on the evaluation of the returned sample and investigation performed, this event as reported cannot be confirmed. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As reported, the optifix straight device is being returned for evaluation. However, at this time has not been received. Based on the information provided, no conclusion can be made at this time. A review of the manufacturing records was performed and found that the lot was manufactured to specification. To date, this is the only reported complaint from this manufacturing lot of (B)(4) units released for distribution in november, 2019. The instructions-for-use supplied with the states: "prior to use, carefully examine package and product to verify neither is damaged and that all seals are intact. Care should be taken not to use excessive counterpressure as this may damage the distal tip of the device as well as the mesh and/or tissue." If/when the sample is received and evaluated, a supplemental emdr will be submitted.

Event description:
It was reported that, on (B)(6) 2020 the cannula tip was missing in the optifix straight 15 count. There was no reported patient involvement or injury.